Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was in rewind mode and shut off. The customer mentioned that she was out of insulin in the reservoir, so she filled it, went to rewind the pump and the screen went blank. It was also mentioned that the buttons are not working. The battery was full and the pump will still not turn on. Troubleshooting was performed and the display did not return. The pump is returning.